Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2012, and a morcellex was utilized to remove the uterus, leiomyomas (fibroids), and adnexa due to pelvic pain and vaginal bleeding. The patient was diagnosed with metastatic cancer and underwent aggressive treatment. The patient died on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and morcellex was utilized. It was reported that on (B)(6) 2012, a pet scan revealed no evidence of metastatic disease, but right thyroid lobe showed increased activity. It was reported that on (B)(6) 2013, a smartport catheter was inserted. On (B)(6) 2012, six cycles of chemotherapy was completed. It was reported that the patient underwent a robotic-assisted radical trachelectomy with bladder peritoneal stripping, resection of multiple peritoneal implants, appendectomy, omentectomy, bilateral pelvic, common and paraaortic lymphadenectomy on (B)(6) 2012. It was reported that on (B)(6) 2013, a pet scan detected additional nodules on abdomen, pelvis & liver. It was reported that the patient underwent additional chemotherapy through (B)(6) 2013. In (B)(6) 2013, marked progression of the disease was noted.